Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and failure to advance (knot) could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The aim of this study was to compare vascular suture mediated closure system utilization and early discharge (strategy a) to traditional closure and overnight hospitalization (strategy b) in terms of feasibility, safety, quality of life and health care cost effectiveness. Reasons for admission / re-admission in strategy a included the knot of the proglide not being able to be advanced [and subsequent additional closure method] and access site bleeding. The study concluded a strategy of suture mediated closure system utilization and early discharge was feasible, reduced time to discharge, saved costs and was not associated with more complications or admissions/emergency visits in a 30-day time frame additional information can be found in the attached article: "efficacy and safety of proglide use and early discharge after atrial fibrillation ablation compared to standard approach. Profa trial."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article "efficacy and safety of proglide use and early discharge after atrial fibrillation ablation compared to standard approach. Profa trial" b3: estimated date. The event date range will be estimated as (B)(6) 2021 to (B)(6) 2022 as the article study range was january 2021 to june 2022. D4: the UDI is not known as the part and lot number were not provided.